Manufacturer narrative:
The product was requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs plus meter serial number (B)(4) (meter a) compared to results from coaguchek xs plus meter serial number (B)(4) (meter b). At 1:40 pm the result from meter a was 7.3 inr at 1:55 pm the result from meter b was 4.1 inr. The patient's therapeutic range is 2.0-3.0 inr and tests every 3-4 weeks.

Manufacturer narrative:
The meter was returned for investigation. The meter was tested using retention test strips in comparison to the current test strip master lot. For this purpose, two human blood samples from marcumar donors and an internal reference meter were used. Testing results: measurement 1: customer's meter with retention strips = 1.9 inr; reference meter with master lot = 2.0 inr. Measurement 2: customer's meter with retention strips = 2.6 inr; reference meter with master lot = 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The result of 4.1 inr on (B)(6) 2022 alleged by the customer was observed in the meter¿s patient result memory the investigation did not identify a product problem. The cause of the event could not be determined.